Manufacturer narrative:
The device was not returned for analysis. An event of migration in aortic direction was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received: pre-dilation was performed with a balloon. Before the valve was deployed, non-coronary cusp (ncc) depth was 5-6mm and left coronary cusp (lcc) was at a depth of 2-3mm. The final implant depths were 0mm on ncc and 3mm on lcc. In the physician's opinion, there was sufficient calcium to allow anchoring of the device. On transthoracic echo, there was a mean pressure gradient of 12mmhg and trivial aortic regurgitation. The patient was reported to have remained in sinus rhythm and was hemodynamically stable throughout the procedure. The patient was discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 25mm navitor was chosen for implantation, utilizing a small flexnav delivery system (ds). Pre-balloon aortic valvuloplasty (bav) was performed satisfactorily. However, when the valve was fully deployed, it moved up on the non-coronary cusp (ncc) side. There were no adverse patient effects and no clinically significant delay in the procedure.